Event description:
Pt undergoing mechanical thrombolysis of upper extremity hemodialysis av fistula, fistulogram, angioplasty of cephalic vein/venous overflow of av fistula and angioplasty of anastomosis of av fistula. Rubber tip of trerotola appeared to fracture in subintimal location of cephalic vein. Unable to retrieve, left in patient.